Event description:
It was reported that this right atrial (ra) lead exhibited isometric noise and high out of range pace impedance measurement greater than 2,000 ohms, in bipolar configuration. There was no pacing inhibition. The device was reprogrammed for optimization, to the unipolar configuration. It was noted there was good capture in unipolar and sensing was appropriate. No adverse patient effects were reported. The device remains in service.